Event description:
Attending surgeon reports that the pt developed anaphylactic shock and cardiac arrhythmia following placement of bone wax during anterior cervical disc fusion. The pt was successfully resuscitated with CPR, IV fluids and epinophrine. There were no adverse neurological or cardiac consequences.